Event description:
Neonatal patient has been diagnosed with respiratory distress syndrome, chronic lung disease, renal failure, disseminated intravascular coagulation (dic) and medical necrotizing enterocolitis (nec). Patient has been on a conventional ventilator since birth. Patient was having transcutaneous carbon dioxide (tcpco2) in the 70's to 80's with oximeters in the 70's to 80's. As a rescue measure, the patient was transferred to a high frequency oscillating ventilator (hfov) at 0554. Minimal change was noted in the tcpco2 or oximeter with the change. Shortly after transfer to hfov, the respiratory therapist noted that the piston on the ventilator was not centered, had minimal wiggle and corrected this by turning the piston centering knob. She also noted that the delta pressure did not increase when the power increased. The patient has had minimal chest wiggle since placed on the ventilator (hfov) secondary to extensive edema. Power on the ventilator had to be increased from a starting point of 2.2 to 5.6. The patient's status remained unchanged until 1340 when he experienced a sudden increase in the tcpco2 to 90's. Respiratory therapy was called and when arrived at the bedside noted again that the piston was not centered. When attempting to center the piston with the knob, it was noted that the knob had reached its limit. Therefore, the piston could not be centered. The neonatologist and nurse practitioner had been at the bed throughout the event. The respiratory therapist informed the neonatologist that the ventilator needed to be changed. This change was done immediately and without incident to the patient. After the change, it was noted that the patient had improved chest wiggle and tcpco2 rapidly decreased necessitating weaning of the ventilator settings. The wean was temporary as the patient then returned to baseline with tcpco2's again in the 70's to 80's. A week later the patient had an exploratory laparotomy at which time it was discovered that there was a minimal viable bowel. The parents were informed and elected to withdraw life support. The patient expired. The manufacturer was notified regarding the equipment malfunction. The machine has been sequestered without any testing.======================manufacturer response for high frequency oscillating ventilator, sensor medic======================manufacturer was notified and will investigate after sign release of nondestructive testing memo of understanding.